Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer a radial capsular tear of the left eye occurred during a laser assisted cataract procedure. Additional information has been requested.

Manufacturer narrative:
The field service engineer (fse) went on site to evaluate the system, and no system issue was found. System was tested and verified to meet specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).